Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's system was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having problems with their spinal cord stimulation. Patient said that they had been complaining about pain with the device since implanted which has gradually gotten worse. Patient states doctor told her that the implant was probably on a nerve. Patient then said that the pain had gotten worse and now they have skin peeling off around the implant site like a snake and they were getting shocking shooting pains up into their ribcage and across their back to the right side where there was no stimulation supposed to be. Patient described the pain as like an electric shock running through their back. Patient stated stimulation is not on, she turned it off but still having the electrical shocking. Patient states they are in so much pain and that the ins/shocking wakes them up at night and they have not had any sleep in the past week because the ins/shocking kept waking them up. Patient also said that it felt like the device is burning them from the inside out. Agent reviewed with stimulation off we would not anticipate the ins to deliver any stimulation. Patient states that the surgeon was going to replace/revise the ins, moving it to a different location but would not do any surgery until the patient [unrelated lab value] was 8 or below and patient stated [unrelated lab value] was currently "like 8.2 or 8.3". Patient states they want to have the ins now, removed. Agent reviewed removing the ins is a medical decision and redirected to physician. Agent asked patient to confirm reason for call and patient stated, "I don't know what to do next". Agent reviewed agent is not medically trained and cannot provide medical directions and redirected to managing physician. Agent reviewed manufacturer role, manufacturer representative (rep) role, and redirected to managing physician as managing physician medically trained and is managing patient's care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they had a staph infection at the pocket site. The patient went to the ER on (B)(6) and was currently on antibiotics. The patient noted she never got the same relief as the trial and the pocket was always sore. There was some burning sensations and it felt like there were electrical like shocks on (B)(6) so the patient turned the device off and hasn¿t turned it back on since. The patient was being scheduled for a full system removal.